Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument clip would not fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have the failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter three out of three attempts. The root cause is attributed to broken inputs. Additional observations not reported by site: 1. The instrument was found to have an input disk broken. Hairline cracks were found on input disk #7. As a result of the broken inputs the instrument failed engagement. 2. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint regarding the medium-large clip applier instrument clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.